Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at site. Intracranial hemorrhage and neurological decline are known inherent risk of mechanical thrombectomy procedure and is documented in the mindframe capture lp instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced neurological decline and subarachnoid hemorrhage 24 hour after mechanical thrombectomy procedure. The mechanical thrombectomy device was used to treat an occlusion in the m1 of left middle cerebral artery (mca). It was reported that the device made two passes which resulted in thrombolysis in cerebral infarction (tici) of 2b. No device issue was reported during the procedure. The patient experienced neurological decline as nih stroke scale was 29 at baseline and was 42 at 24 hour assessment. It was reported that the patient also experience subarachnoid hemorrhage (sah). The location of the sah was not reported. The patient was reported to have passed on the 3rd day post treatment. The cause of death was not reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.